Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose was 536 mg/dl, treated with IV insulin. Customer's symptoms, he was feeling thirsty and was vomiting. Drive support cap was normal. Customer was advised to disconnect from the device. Manual prime was performed, insulin did exit. No leaks noted. Unable to perform high pressure test, missing tubing clamp. Caller was advised to have mother check programming of the device. Customer's doctor advised to exchange the device, due to his opinion that it was not functioning because customer's blood glucose level have been labile. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.